Manufacturer narrative:
(B)(4). The device was returned for investigation. The reported defect could not be detected on the returned device. The customer complaint was not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during testing a tracheal tube cuff did not fully deflate. There was no patient involvement. There is no report of serious injury or death associated with this event.